Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump might not be pushing the right dosage through the tubing. The customer¿s blood glucose was 203 mg/dl at the time of incident. Customer experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea, vomiting, feels hot and sweaty. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Device passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test, occlusion test , displacement accuracy test and unable to confirm possible under delivery anomaly due to detached/missing reservoir retainer ring.